Event description:
It was reported that this pacemaker exhibited low out of range pace impedance measurements on the right ventricular (rv) lead. As a result, a lead safety switch occurred. The involved lead is a non boston scientific product. Additionally, non physiological noise was observed on the electrogram (egm) and stored pacemaker mediated tachycardia (pmt) episodes. No oversensing was noted. Further testing was recommended by boston scientific technical services (ts). No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this pacemaker exhibited low out of range pace impedance measurements on the right ventricular (rv) lead. As a result, a lead safety switch occurred. The involved lead is a non boston scientific product. Additionally, non physiological noise was observed on the electrogram (egm) and stored pacemaker mediated tachycardia (pmt) episodes. No oversensing was noted. Further testing was recommended by boston scientific technical services (ts). Further information was received that a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. At this time, this device remains in service.